Event description:
Reporter noted several cases of endophthalmitis following cataract surgery over past year. Cases were at end of day; two surgeons and different systems involved. Wanted phaco handpiece checked for possible debris remaining after cleaning process. Patient 2 of 5: surgery date of 04/2005. Cultured: staph coag neg. Vitrectomy performed. Current status is unknown.